Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was intermittently unable to see insulin drops exit the infusion set tubing during the fill tubing process. Customer reported insulin was not exiting the tubing even after over 30 units of fill tubing was primed. Customer reported that at each occurrence, after the second attempt of trying to fill the tubing, insulin was seen going through the tubing. During troubleshooting with tandem technical support had the customer fill a new cartridge with 150 units and go through the load process; customer successfully saw drops at the end of the cartridge pigtail. Customer's blood glucose was 338 mg/dl at the time of the report .